Event description:
An invasive procedure was performed to explant this implantable pulse generator (ipg) for erosion. Pacemaker implant date 12/1/95, explant date 4/23/96. Total implant time 4.7 months.